Manufacturer narrative:
B3 event date is unknown. Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2025, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 13-apr-2026, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 20-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that both leads were removed. Device registration shows the system was replaced on (B)(6) 2025. No symptoms were reported. [See 707179656 for lead migration 1 year prior].

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating they became aware of the lead replacement a few days before her surgery. Rep reports the patient had a pretty severe fall on vacation which made the lead move pretty significantly. Reprogramming was not successful, impedances were all within normal limits, and the system seemed to be functioning as it should. However with the lead moving, the patient was not able to get satisfactory pain relief which led to the revision/replacement. The issue has been resolved. The leads were discarded after the case. Information confirmed by physician.